Manufacturer narrative:
The ous instructions for use (IFU) for I-factor flex fr (40002-06-3) identify "wound complications including hematoma, site drainage, infection, or other complications that are possible with any surgery" as potential adverse event. Based on this information, no updates to the IFU are warranted at this time. Based on the investigation performed, a causal link between I-factor and the adverse event cannot be established. Observed rates of wound complications are within expected levels.

Event description:
On (B)(6) 2025, at 11:43 pm mst, delia cook (senior director, global strategy & international marketing) received an email from (B)(6) (product manager - spine) at (B)(6), the distributor and sponsor for cerapedics. The message was sent to address a clinical concern raised by a surgeon regarding the use of I-factor flex fr. The email stated: "hi (B)(6) I hope this email finds you well and that you had a great time at eurospine. I understand our quality team may have already reached out to your team, but I wanted to follow up directly regarding a surgeon request and clinical concern. One of our surgeons in (B)(6), who has been using cerapedics I-factor flex fr for some time, recently experienced an issue with a patient and is seeking clarification before continuing use. Case summary: procedure: 2-level acdf performed on (B)(6) 2025. Revision: required on (B)(6) 2025 due to post-op complications symptoms: dysphagia, hoarse voice, pain findings: imaging revealed an encapsulated collection anterior to the plate. Initially suspected to be I-factor leakage, but intraoperatively found to be a collection of pus. Outcome: wound was cleaned, hardware reassessed and retained. Cultures returned negative on (B)(6) 2025, leading the surgeon to question whether the collection was caused by I-factor. Additional note: surgeon highlighted that cerapedics does not endorse I-factor use in 2+ level acdf procedures. Surgeon questions: 1. Is there any evidence that I-factor flex fr can cause adverse reactions or allergic responses in certain patients? 2. Can you confirm whether I-factor flex fr is approved or recommended for use in multilevel acdf procedures? If not, does this restriction also apply to lumbar fusions? The surgeon has paused use of I-factor until we can provide clarity, so a prompt response would be greatly appreciated. Thanks in advance, (B)(6).